Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had pocket failure. As the field service engineer was heading over, the customer called the fse to inform that they had successfully resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple failed drawers and displayed an error message 'device not detected on bus'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.